Event description:
On (B)(6) 2013, the reporter contacted animas alleging they received a call service alarm. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was unresolved and can cause long-term cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump¿s black box data indicated a cs 064 call service alarm on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed, and no evidence of damage or moisture ingress was found upon inspection of the motor assembly and internal motor. Unrelated to the complaint, the display screen appeared dim and discolored.